Event description:
It was reported that the 9900 sys could not send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interface pcb board and cabling were replaced, also the network connector was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.